Event description:
It was reported that the needle and hub separated from the device and remained in shield during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the needle and hub stayed stuck inside the shield when removing it.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 8351945 d.4. Medical device expiration date: 12/31/2023 h.4. Device manufacture date: 12/17/2018. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/7/2020. H.6. Investigation: customer returned one (1) 31gx8mm, 0.5ml bd insulin syringe from an open polybag from lot 8351945. Consumer reported found 1 syringe removed shield needle hub assembly stuck in shield. The returned syringe was examined and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 8351945. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200796428] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the needle assembly press station was out of adjustment. L2l dispatch #52970 was created for reject eye timing being off/out of time. Corrective action: adjusted the reject eye.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle and hub separated from the device and remained in shield during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the needle and hub stayed stuck inside the shield when removing it.